Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the therapy electrodes. The irritation was red and seeping. The patient's physician prescribed hydrocortisone cream and instructed the patient to remove the lifevest until the irritation cleared. During a follow-up the patient reported that the rash was improving.